Event description:
The account reported that upon activation of the electrosurgical generator during a procedure, "electricity" shot out from the electrode. This caused a perforation in the patient's bladder; therefore, pt was hospitalized overnight for observation. The doctor thought that the perforation would reseal itself.